Event description:
Alligator grasp malfunctioned while using it in the patient trying to grasp the stent [invalid] they were unable to continue to use the device or pull the stent out. They needed to cut the wire and leave the device attached to the stent and deploy another grasper to grab the stent and the grasper. FDA safety report ID # (B)(4).